Event description:
It was rerported that the customer had a excessive no delivery alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the no delivevery alarm was resolved by complete infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we will replaced infusion sets. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.